Event description:
It was reported that some components are missing before use. The stapler stuck and cannot be use anymore.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned sample was visually examined with and witho ut magnification. Visual examination of the returned stapler revealed that the sample was returned with its trigger partially engaged. The staples appear to be properly aligned. The stapler was returned with 27 staples left in the cover block indicating that at le ast 8 staples were fired by the end user. The sample appears used as there is biological material present on the device. The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned sample was visually examined with and witho ut magnification. Visual examination of the returned stapler revealed that the sample was returned with its trigger partially engaged. The staples appear to be properly aligned. The stapler was returned with 27 staples left in the cover block indicating that at le ast 8 staples were fired by the end user. The sample appears used as there is biological material present on the device. The IFU for this product, l02644, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." A corrective action is not required at this time as the root cause of this complaint could not be determined. It could not be determined how or when the cover block became partially detached from the trigger. All staplers are 100% inspected at manufacturing for firing at the time of assembly so it is unlikely that these issues were present at the time of manufacturing assembly. The reported complaint of "staple stuck and can't use anymore" was confirmed based upon the sample received. The sample was returned with the cover block partially detached from the trigger. This prevented the staples from forming properly but could also cause the staples to be unable to release from the device. Once the cover block was reattached to the trigger, the remaining staples fired properly. All staplers are 100% inspected at manufacturing for firing at the time of manufacturing assembly. A device history record review was performed with no evidence to suggest a manufacturing related cause. It could not be determined how or when the cover block partially detached from the trigger. Therefore, the root cause of this complaint could not be determined.

Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box, lot #73j1800741. Investigation did not show issues related to complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that some components are missing before use. The stapler stuck and cannot be use anymore.